Manufacturer narrative:
Received one 60-6085-201a in opened original package. Lot number was verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection per IFU, the complaint was confirmed. There was a hole on the distal end of the balloon near the adhesive which caused a leakage and didn't function as intended. The root cause cannot be determined, however, based on the evaluation, photos, and IFU, the likely cause of this event was excessive inflation during testing. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 116 complaints, regarding 189 devices, for this device family and failure mode. During this same time frame 571,712 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Per the instructions for use, the user is advised the following: remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the 60-6085-201a, vcare 200a - medium, was being pre-operatively test for a hysterectomy, rectosigmoidectomy, direct salpingoopherectomy, left salpingectomy, endometriosis lesion exeresis procedure on (B)(6) 2023 when it was reported, ¿difficulty inflating the cuff and inability to deflate the cuff.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed using another same device and there was no report of procedure delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of their customer that the 60-6085-201a, vcare 200a - medium, was being pre-operatively test for a hysterectomy, rectosigmoidectomy, direct salpingoopherectomy, left salpingectomy, endometriosis lesion exeresis procedure on (B)(6) 2023 when it was reported, ¿difficulty inflating the cuff and inability to deflate the cuff.¿. There was no report of injury, medical intervention, or hospitalization for the patient or user. The procedure was completed using another same device and there was no report of procedure delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.